Event description:
On (B)(6) 2013, the patient's clinical specialist reported that his blood glucose monitor gave bolus advice of 2.5 units of insulin based on the patient's blood glucose level of 359 mg/dl. The clinical specialist stated that the device should have recommended a greater bolus advice based on that blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
Initial reporter did not provide this patient information; patient was not contacted. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Iu observed unconfirmed bolus results stored in the meters memory on the date alleged by the customer. It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. This issue has been investigated and product design and process improvements were implemented to correct this issue.